Event description:
This ring was explanted after 6 months implant duration due to an unknown reason. No further information was provided.

Event description:
It was reported that this ring was explanted after 6 months implant duration due to mitral regurgitation and dehiscence.